Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite to check the reported issue that the system shuts off intermittently. The fse suspected to have issues in the ups (uninterrupted power supply). The fse advised the customer to call the third party ups repair service. There was no work performed by philips as the system worked as intended and in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system randomly shut down. No harm has been reported to philips. Philips has started an investigation of this complaint.